Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected to be returned for analysis.